Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak blood glucose (bg) of 400 mg/dl. The user reconnected to the pump and performed a supply change to resolve the elevated bg. There was no further outside intervention required.